Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; was not empty after 24 hours of infusion. This was observed during use. The device was filled with piperacillin/tazobactam 12g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye and there was no evidence of fluid coming out of the distal luer. Force prime was attempted to revive flow, but flow was not observed. Further examination revealed root cause of the flow problem was due to drug residue blocking the distal luer and the distal end of the capillary glass. The capillary glass located inside the flow restrictor housing. The fluid path was blocked by drug residue, therefore a functional flow test could not be performed on the device. The product label (IFU, instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from september 7, 2022 - september 8, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.